Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) in cardiac arrest, the device was unable to discharge. The clinicians made three attempts to shock the pt before obtaining another device. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.